Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty recharging the ipg and adjusting the programs. As a result, ipg was relocated to a new ipg pocket site on (B)(6) 2018. Effective therapy was restored post-operatively. Reportedly, patient is doing much better and issue has been resolved.